Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an elbow surgery. During the procedure, the two (2) drill bits broke while the surgeon was drilling. The fragments were retrieved and not retained in the patient. The procedure was completed successfully, with no reported delay. Patient status is good. This report is for a 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ethnicity is unknown. Part: 310.507; lot: f-22493; manufacturing site: (B)(4), supplier: (B)(4). Release to warehouse date: july 07, 2017; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Used raw material 1.4112 is confirmed and documented in certificate of compliance (coc). Hardness was measured and documented 619 - 630 hv10 (specification 600 +55/0 hv10) what is confirm. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: date of birth. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.